Event description:
This lead shows loss of capture and sensing, noise, and dislodgement, possibly due to twiddlers syndrome. A leadless pacemaker was placed on (B)(6) 2024. Patient is on hospice and no further action is expected. Lead remains implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.